Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a minimally calcified femoropopliteal segment of the left leg. There was no high-grade stenosis, although there was increased tortuosity in the left femoral artery at the site of the femoral access, the tortuosity was not abnormally severe. During the procedure, the oad was used for three low speed, two medium speed, and two high speed treatments, followed by balloon angioplasty. Upon withdrawing the viperwire guide wire, the guide wire fractured into three parts. The guide wire spring tip detached and lodged in the distal portion of the popliteal segment, while the other two fragments remained inside the oad. As a result, the system was completely removed with the spring tip remaining in-vivo. A snare was used to capture and extract the tip. Due to this maneuver, a command es wire was introduced to maintain access and the area was stented with two supera stents to treat a dissection that occurred during retrieval of the guide wire spring tip. The procedure was complete without further complication. The patient was in stable condition. In the physician's opinion, the fracture probably occurred due to unusual tortuosity of the femoral access and a small kink of the guide wire may have occurred, which later could have resulted in the fracture. There was no unusual or significant wire bias observed. It was indicated at the beginning of the procedure, there was difficulty advancing the guide wire through the oad.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported guide wire kink, guide wire fracture, difficulty advancing the guide wire, and vascular dissection appear to be related to circumstances of the procedure. In this case, it is possible that the reported issues are the result of patient anatomical morphology, and/or use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, h2, h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat a minimally calcified femoropopliteal segment of the left leg. There was no high-grade stenosis, although there was increased tortuosity in the left femoral artery at the site of the femoral access, the tortuosity was not abnormally severe. During the procedure, the oad was used for three low speed, two medium speed, and two high speed treatments, followed by balloon angioplasty. Upon withdrawing the viperwire guide wire, the guide wire fractured into three parts. The guide wire spring tip detached and lodged in the distal portion of the popliteal segment, while the other two fragments remained inside the oad. As a result, the system was completely removed with the spring tip remaining in-vivo. A snare was used to capture and extract the tip. Due to this maneuver, a command es wire was introduced to maintain access and the area was stented with two supera stents to treat a dissection that occurred during retrieval of the guide wire spring tip. The procedure was complete without further complication. The patient was in stable condition. In the physician's opinion, the fracture probably occurred due to unusual tortuosity of the femoral access and a small kink of the guide wire may have occurred, which later could have resulted in the fracture. There was no unusual or significant wire bias observed. It was indicated at the beginning of the procedure, there was difficulty advancing the guide wire through the oad.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.